Event description:
The pt reported on (B)(6) 2014 her blood glucose reached "high" (50 mg/dl) and she was taken to the ER. Upon arrival, she was diagnosed for diabetic ketoacidosis. They placed her on an intravenous therapy of fluids and insulin. She was also given medication for her stomach pains and headaches. Later that day, she was released from the hospital. She is doing better now at the time of the call.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported; therefore, no qualification records were reviewed.